Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported on (B)(6) 2026 the patient underwent drainage of the injection site at the hospital due to blood and pus accumulation. The patient was then treated with oral antibiotics. No further information available.